Event description:
It was reported that patient received several inappropriate shocks due to supraventricular tachycardia. The device was interrogated and showed multiple episodes of ventricular tachycardia and ventricular fibrillation. Programming changes were discussed. No further information was provided.